Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(6)2016 that the patient experienced continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter and an adverse event on (B)(6) 2016. The sensor was inserted on (B)(6) 2016. Patient had low blood glucose while driving and stated that the dexcom was inaccurate at the time, resulting in a car accident. An ambulance arrived at the scene and the patient was treated with an IV to raise their bg, which was administered by the emergency medical technicians (emts). Patient was taken to the hospital, had blood drawn and administered an IV drip of glucose. The patient was released on (B)(6) 2016. Additionally, patient reported that the cgm was displaying 85mg/dl at the time of the event compared to the bg meter which displayed 25mg/dl. At the time of contact, the patient was healthy. No product or data was returned for evaluation. The reported event could not be confirmed. A root cause could not be determined. Calibration was not performed after experiencing inaccuracy. Labeling indicates: if the difference between your sensor glucose reading and blood glucose value is greater than 20% of the blood glucose value for sensor glucose readings > 80 mg/dl or greater than 20 points for sensor glucose readings < 80 mg/dl, wash your hands and take another blood glucose measurement. If the difference between this second blood glucose measurement and the sensor is still greater than 20% for sensor glucose readings > 80 mg/dl or greater than 20 points for sensor glucose readings < 80 mg/dl, recalibrate your sensor using the second blood glucose value. The sensor glucose reading will correct over the next 15 minutes. Multiple bg meters were used throughout the same sensor session. Labeling indicates: use the same meter you routinely use to measure your blood glucose to calibrate. Do not switch your meter in the middle of a sensor session. Blood glucose meter and strip accuracy vary between blood glucose meter brands.